Event description:
During attempted implant, the helix of the right ventricular (rv) lead failed to extend. The insulation was observed to be twisted. A different lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were the insulation twisted and the helix mechanism issue. As received, a complete lead with a stylet was returned in one piece for analysis. The reported event of the insulation twisted was not confirmed. Visual inspection found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix was extended and clogged with blood and tissue. After cleaning, helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and tissue.